Event description:
It was reported that the patient was seen clinically after transtelephonic monitoring revealed a magnet rate of 67.5 ppm. Interrogation showed that the device was in back-up mode. A software download did not successfully complete and attempts to read the battery status and the software status were all unsuccessful.